Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by staff, leaking from this device while patient routine cares being provided at home. Line was flushed 10ml normal saline and noted line was leaking. After consulting with clinical specialist, line was removed. Another line was booked for insertion. Unfortunately no insertion details are available to assist in review of this leak. Line was used for chemotherapy treatment and working well until the day it leaked and was removed. Line has been decontaminated as per attached advice. Leaking noted when PICC was flushed in the patients home.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use and wear was present on the catheter surface. The catheter length extended up to the 55 cm depth marker. A kink was present near the 9 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 6.5 cm depth mark. Microscopic observation of the split location revealed a circumferential split. The split surface was observed to be rough and granular. Material whitening was present along the split edges. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the split and presence of kink locations along the catheter shaft suggests repeated kinking was a likely contributing factor for the reported event. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by staff, leaking from this device while patient routine cares being provided at home. Line was flushed 10ml normal saline and noted line was leaking. After consulting with clinical specialist, line was removed. Another line was booked for insertion. Unfortunately no insertion details are available to assist in review of this leak. Line was used for chemotherapy treatment and working well until the day it leaked and was removed. Line has been decontaminated as per attached advice. Leaking noted when PICC was flushed in the patients home.